Event description:
Procedure: repair of labral tear, right shoulder. Metal shavings noted in the shoulder capsule following use of the reprocessed stryker arthroscopic burr, 4.0mm barrel burr, hollow 12 flute.